Event description:
The customer's mother reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was experiencing the symptoms of nausea, vomiting daily due to gastroparesis. The customer was treated with bolus. The customer was admitted to intensive care unit of the hospital for diabetic ketoacidosis. Ater the troubleshooting was done, customer's mother was advised the shutting off with auto off feature and that maybe when the patient is going high. The customer doesn't want to go to troubleshoot for no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).